Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1/d2a/d2b, d4, g4, h4, h6 (g codes). PMA 510k cannot be determined; device is unknown. Catalog #, serial #, UDI #, expiration and manufactured dates are unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case: USA. It was reported that approximately 57 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral component loosening, liner delamination and osteolysis. No further issues or complications were reported. No additional information is available.